Manufacturer narrative:
Tech found that head and knee of bed was not raising at all. Finding were both head and knee up valve was defective. Replaced both head and foot-up valve, to resolve this issue. Bed located in an empty room at the time.

Event description:
Info received indicated that the head and knee section of the bed would not raise up. No pt was impacted.